Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "under infusing" occurred. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. No physical damage was observed. No error was found in event history log. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulsor. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.